Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath, imaging window, and imaging core were twisted 23.3 cm from the lap joint section, and the guidewire exit port was damaged. Functional tests on a test guidewire showed no indication of resistance in tracking the guidewire into the catheter. Based on the evidence, the as reported code of catheter difficult to cross the lesion is confirmed. The damaged exit port could have contributed to the event, while the twisting of the sheath, imaging core, and imaging window likely did not contribute to the event.

Event description:
Reportable based on device analysis completed on 20 sep 2024. It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the physician could not pass the angle due to resistance. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the sheath, imaging window, and imaging core were twisted.